Manufacturer narrative:
This report is submitted on june 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed redness at the coil site and was subsequently treated with a topical antibiotic ointment for a duration of 3-4 days. Following treatment, the symptoms resolved.